Event description:
Patient was in for a new pacemaker implant. Representative states md pulled vigorously on lead multiple times to test security in device header. After several attempts to secure lead in header and repeated vigorous pulls on lead, lead tip and ring remained in header and insulation pulled away exposing wire. Lead was capped and remains implanted. Header port was plugged.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.